Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: aortic enlargement.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic aneurysm from dissection in zone 4, which extended to zone 9. The tevar indication was for aneurysm. The primary entry tear was located in zone 4 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu404020x2) were implanted in zone 4, with coverage extending within zone 5. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post branch treatment patency of the branches was reported with no coverage of the left subclavian artery. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 62mm, in zone 5. No post-operative complications were reported and the patient was transferred to the intensive care unit and discharged to home post-operative day (pod) 4. The maximum aortic diameter within the treated area at time of discharge was reported to measure 68mm. The patient underwent follow up visits on unknown pod(s): 41 and 489. On an unknown date, approximately pod 41, follow up imaging was not reported. On an unknown date, approximately pod 489, follow up imaging reported the aortic diameter within the treated aorta, evg measured 58mm. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.